Manufacturer narrative:
Other text: the returned rad-57 was evaluated. The device was able to power on and off via battery power using lab stock batteries. The device was returned without the customer aa batteries. No excess battery drainage were observed during testing. The device functioned as designed.

Event description:
The customer reported the rad-57 was "powering off intermittently." There was no patient impact or consequence reported.

Event description:
The customer reported the rad-57 was "powering off intermittently." There was no patient impact or consequence reported.

Manufacturer narrative:
Additional manufacturing narrative: other text: masimo has reached out to the customer to request the return of the device. The product has not been returned to masimo to allow an analysis to be performed.  If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.